Manufacturer narrative:
(B)(4).

Event description:
Pt got a reading of 107 vs bg 121 all day and it wouldn't change the whole day yesterday

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.